Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed by moving the lateral arm to the distal end and using frontal arm. Philips was unable to confirm the allegation regarding the c-arm could not work as the customer did not request philips service for this event. Therefore, no additional investigation or corrective action was possible or has been provided by philips. After the restart, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.